Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered on channels a and c. The hosp rep stated that there hve been no reports of any pt incident involving this pump since the last baxter service event.